Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced abdominal fullness. The event occurred during drain 5 of 5, while the patient was connected. The cause of the event was not reported. The patient was hospitalized for the event. During hospitalization, draining was performed to completion. Subsequently pd therapy was started with a dry peritoneal cavity and the initial drain was bypassed. In the last fill of therapy, the alarm for negative ultrafiltration (uf) was triggered. The programmed uf target and uf alarm were unreported. The minimum drain percentage was reported to be correctly set at 85% of the fill volume. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.